Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from this patient's domestic partner that the patient expired during the implant of this aortic bioprosthetic valve. The cause of death is unknown. It is unknown if the device caused or contributed to the patient death. No other adverse patient effects were reported.